Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had an inoperable ipg. Patient underwent surgery on (B)(6) 2016 to have the device replaced. Effective therapy has been restored.